Manufacturer narrative:
The subject device was returned to olympus for evaluation. The cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. The manufacturing record was reviewed and found no irregularities. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the situation of "1" description, the cutting wire and the endoscope were being close to each other. The output was activated in state of "2" description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the distributor that during a procedure using the subject device, the following event occurred. The user found that the knife wire was broken off after the user used the device several times. It was unknown whether it occurred during activation or without activation. The intended procedure was completed with another device. There was no patient injury reported. On jan. 13, 2022, olympus medical systems corp. (Omsc) found that the cutting wire was broken and that the broken portion was scorched and melted.